Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that there were several episodes of noise on the right ventricular lead. Fluoroscopy revealed externalized conductors through the lead insulation. The lead was explanted and replaced and the patient was stable with no consequences.